Manufacturer narrative:
Correction: h11: field should include medwatch number: sus voluntary even report was received. Medwatch: mw5167318.

Event description:
Voluntary medwatch received states far r wave over-sensing was noted on the patient's right ventricular lead. No information regarding intervention or adverse patient consequences was provided.

Manufacturer narrative:
Sus voluntary event report was received.